Event description:
Patient presented to the physician with redness and drainage from the ipg site. Physician started the patient on IV antibiotics. Culture returned as staph infection. Physician brought the patient into the or and removed the inspire system.